Event description:
During the device eval for another complaint, an overfill situation was identified. In 2007, the cycle by cycle ultrafiltration (uf) log revealed a positive uf of 798ml during drain 2. This indicated the home pt drained a volume of 798ml above the programmed fill volume of 2500ml. The log does not contain sufficient data to determine probable cause. During this therapy, there were no bypass and no manual drains. This overfill situation was identified during eval, so there were no pt symptoms reported.

Manufacturer narrative:
The device was evaluated and no device failure or malfunction was identified or confirmed that could have caused or contributed to the reported difficulty of overfill. Three simulated pt therapies were performed using the pt's therapy settings with no problems encountered. The device was tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated pt was within design specifications. The software was used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. A review of the devices logs shows the device was functioning properly. The device functioned normally during testing.